Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported power issue. Physio determined that the cause of the reported issue was due to the customer¿s third party usb data cable. The usb data cable was removed to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The removed usb data cable was further evaluated by physio. It was determined that the cause of the reported issue was due to an electrical short in the cable. The electrical short was observed when the cable was manipulated.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event.  As a result defibrillation therapy may be delayed or would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Based on the information available, the cause of the reported issue was that a shorted accessory cable (the third party usb data cable) was connected to the device's system connector.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. As a result defibrillation therapy may be delayed or would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.